Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.